Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The tip was damaged. There was no evidence of any damage or irregularities contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the "no reflow phenomenon" did not occur and the correct event was that the 2.5mm x 8mm quantum maverick balloon catheter failed to cross the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4)

Event description:
It was reported that a no reflow phenomenon occurred. The target lesion was located in the mid left anterior descending artery (lad). Following the implantation of a stent, a 2.5mm x 8mm quantum maverick balloon catheter was advanced for post-dilatation. However, a no reflow phenomenon occurred when high pressure was applied. The device was removed and measures were performed to resolve the event. No further patient complications were reported and the patient's status was stable.